Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir window corners and broken battery tube threads. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
It was reported that insulin pump had cosmetic damage. The blood glucose at the time of the incident was 9.2 mmol/l. The customer was assisted with troubleshooting. The device will be returned for analysis.